Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the receiver had no audio output. The patient does not know what happened but was unable to verify if she received an alert when her glucose level dropped below her low threshold of 85 mg/dl. She had a seizure and passed out. Her husband tried to give her orange juice, but she could not drink it; he called emergency medical services (ems). She was taken to the hospital by ambulance and given some unspecified injections to raise her glucose level and revive her. It was initially reported that she was given seizure medication in the emergency room (ER), but she later stated that she did not think it was seizure medication and did not know what was given to revive her. No cgm value for the time of the event was provided but the cgm was reading low in the ER. Neither the patient nor her husband could recall if a bg had been checked. She stated she was just given her regular medications in the hospital and no additional treatment information was provided. She was discharged after four days and stated that she was doing well and went to see her endocrinologist after discharge. At the time of the report the patient was stable. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge and boot was performed and passed. Functional testing was performed and passed. Manual alarm test and internal inspection was performed and passed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. A probable cause could not be determined as the allegation was not found. No additional patient or event information is available.